Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Event log showed multiple alarms for cassette not attached. Functional testing was performed and confirmed primary reportable complaint. The cause was the downstream occlusion (dso) sensor was not functioning correctly. Replaced dso sensor, seal, and bezel. Calibrated dso and updated software. Device passed functional tests post repair.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed the cassette not latched error. This event occurred during testing. There was no patient involvement.